Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported that he had unexplained low blood glucose (bg) levels from (B)(6) 2011 to (B)(6)2012. She indicated that the low bg episodes occurred during the night time from 12:00 am to 3:00 am. The reporter claimed that the patient would be found moaning and with a bg level in the "30's" mg/dl. The patient was treated with oral carbohydrates and his bg would rise to greater than 70 mg/dl. During the time of concern, the reporter claimed that she had been gradually decreasing the patient's basal rate at 12:00 am from 1.025 to 0.7 units/hour. The changes were reportedly done from day to day. However, through troubleshooting, the animas representative involved in this contact noted that the tdd showed the basal total had actually increase on 3 of the 5 days in question. On (B)(6) 2011, the temp basal was increased at 6:30 am. The reporter was unable to explain why there was an increase in the basal delivery during the reported time frame. The reporter mentioned that the patient knows how to change the setting and believes he most likely made the settings change. No site issues were observed. The pump was programmed as desired. The pump's date/time were correct. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg level suggestive of severe hypoglycemia and was treated with oral carbohydrates. At this time, it is unknown if the pump and/or possible use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: a 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. No functional defects were found with the returned pump. There were no alarms or pump conditions indicating a malfunction recorded in black box or alarm history, only typical usage alarms and warnings were observed. The black box shows dates from (B)(4) 2012. Review of the daily insulin delivery totals shows pump was delivering accurately up until the last date used by the patient.